Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary dysfunction/sacral nerve stim. It was reported that they were in the hospital (patient confirmed it was unrelated to the medtronic device/therapy) and they needed to have an MRI but they needed guidance for what to do. Patient services reviewed MRI guidelines with the patient and the patient was able to successfully activate MRI mode. The patient saw their MRI eligibility was mr conditional full body scan eligible however they noticed that their last name was spelled incorrectly on the MRI mode. The patient stated it had an e at the end of their name but there was no e at the end of their name. Patient services redirected the patient to follow up with their managing health care provider (hcp) about the issue so their name could be corrected in the MRI mode programming. The patient was going to follow up with their managing health care provider. Patient's healthcare provider is dr. Terry dunn. Patient mentioned additional medical information: that they had a spinal cord stimulator from a different manufacturer which they knew they just had to turn it off for the scan. On 2023-jul-27 additional information was received from the patient. They reported that they recently had an MRI done as noted previously. Patient said there was a "incident that occurred" and it "had to do with MRI" and that they wanted to talk with their rep about it. Patient did not elaborate on the incident. Patient mentioned they have a boston scientific device as well and that it is supposed to be MRI compatible and they have already talked to boston scientific. Patient said the MRI "did not go well". Patient said they will also be letting their hcp know what happened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.